Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a double bundle acl reconstruction was performed on (B)(6) 2009 to the right tibia and fixated with bio-composite screws. For the past two years, the patient felt pain in the tibia head region. At first, it was only osteoarthritis pain. Enlargement to the tibia drill hole was seen during the spect CT. On (B)(6) 2015, a second surgery was performed and the tibia hole was drilled open. The hole was then filled with cancellous bone from the ilium. Health improvement has been noticed since then.